Manufacturer narrative:
H3: analysis of recharger; model # 97755-s; s/n: (B)(6); reveled: got hot after running it at relay box. Poor recharge quality message. The arrow is rubbing off. This does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient said the charger unit doesn't work right at all. Patient said they tried to get a new battery years ago and they sent him a paddle that was in worse shape than his and it still didn't work. Patient also said they had to take the battery out of the controller to get it to work again. Sometimes the controller will say it's 99-100% connected to it and it won't accept it. Patient just wanted to change from group a to group b to see if it helped and the damn thing shut on and went down to MRI mode. When patient tries to charge the implant, they have to reset the controller 2-3 times to get the implant to charge. The controller will shut right off and go blank, so patient has to reset it again. It might all of a sudden shut off and light up like a flashlight, but it doesn't have a flashlight in it. The issue has been going on for at least a couple years. During the call, patient inspected the battery compartment and battery pack, but did not see any damage. The recharger cord was loose where it goes into the paddle, and the relay box was getting hot. An email was sent to the repair department to replace the recharging cord and controller.". Patient also mentioned trouble walking.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.